Event description:
Healthcare professional reported valve was abandoned at implant when surgeon noted one of the leaflets was open. The healthcare professional felt coaptation did not appear normal for a hancock ii aortic valve.